Event description:
Rcp was checking the ventilator. Touched the "tools"; tab to obtain plateau and peepi pressures. Performed the plateau pressure then went to change to the "expiratory hold";. The screen toggled between the "inspiratory"; & "expiratory"; tabs then froze. Ventilator began alarming and could not silence the alarm. Unit continued to ventilate the patient as demonstrated by the etco2 and spo2 on the main monitor. New ventilator brought to bedside and patient switch to new ventilator without complication.